Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or the if analysis is completed.

Event description:
It was reported that this lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. Additional information indicated that the lead would not fixate in the ventrical and would hang up on the valve. Several attempts were made and opted to switched to another lead.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or the if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirm the allegation. The electricity continuity and hipot testing passed, and visual inspection showed no abnormalities. No problem detected was based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or the if analysis is completed.

Event description:
It was reported that this lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. Additional information indicated that the lead would not fixate in the ventricle and would hang up on the valve. Several attempts were made and opted to switched to another lead.